Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, a 26 mm sapien 3 valve was implanted. Upon removal of the delivery system, the delivery system was attempted to be pulled into the esheath but it was ¿difficult¿. The delivery system appeared to be out of the seam; therefore, the delivery system and the esheath were retrieved as one unit. The seam was delaminated and it appeared that the pusher of delivery system was stuck at the tip of esheath and the delivery system could not be pulled into the esheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided of the liner delamination, confirming the complaint for ¿sheath distal tip ¿ liner delamination¿. The position of the delivery system suggests that the device was not able to be retrieved into the sheath. A device history review was performed and work orders above did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to ¿sheath distal tip ¿ liner delamination¿. A review of the complaint history from february 2018 to january 2019 revealed other returned complaints for ¿sheath distal tip ¿ liner delamination¿ for the expandable sheath set (all 14f and 16f models). A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category of ¿liner delamination¿. No instructions for use (IFU) or training deficiencies were identified. All inspections during manufacturing are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history, lot history, DHR, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Review of the provided imagery reveals that the flex tip was positioned over the inflation balloon during removal, instead of the triple markers as instructed. The inflation balloon material in the flex tip lumen can prevent the flex tip from fully collapsing, causing the perceived withdrawal difficulty into the sheath tip. Application of excessive force in trying to retrieve the delivery system flex tip into the sheath likely resulted in the distal tip delamination. Based on given information, procedural factors (flex tip not positioned over triple markers during retrieval) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required. The complaint was confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Available information suggests that procedural factors (flex tip not positioned over triple markers during retrieval) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.